Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("could only see half of the implant"), pelvic pain ("severe pelvic pain (even when not menstruating)/ pain") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2012, the patient experienced weight increased ("weight increased"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping (even when not menstruating)"), abdominal pain lower ("lower abdominal pain (even when not menstruating)"), back pain ("lower back pain (even when not menstruating)/ lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia),"), dysgeusia ("metallic taste in mouth"), depression ("depression"), anxiety ("anxiety"), vaginal infection ("chronic vaginal infections") and weight fluctuation ("weight fluctuations / weight gain / loss"). On an unknown date, the patient experienced headache ("headaches/worsening of headaches"). The patient was treated with ibuprofen, paracetamol (tylenol), surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, menorrhagia, dysgeusia, depression, anxiety, vaginal infection, vaginal discharge, alopecia, fatigue, weight fluctuation and weight increased outcome was unknown and the bipolar disorder, vaginal haemorrhage, migraine, headache, allergy to metals and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: some of the symptoms returned diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, patient concomitant condition added ,concomitant drug added, evetns added as :- device breakage,vaginal haemorrhage, bipolar disorder, migraine, allergy to metal, dyspareunia, weight increased. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trigeminal neuralgia and suicide attempt. Ultrasound report: right essure coil identified, left essure coil not identified. On (B)(6) 2016, surgical pathology report: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: proliferative phase endometrium. Unremarkable myometrium. Unremarkable cervix. Unremarkable fallopian tubes. Gross description: sectioning displays a lumen with two metallic coiled wires, one measuring approximately 3 cm in length x less than 0.1 cm in diameter and approximately 2.5 cm in length x 0.2 cm in diameter. The wire extends into the myometrium. The left fallopian tube measures 7.2 cm in length x 0.5 cm in diameter with a tan-pink to purple outer surface and fimbriated end. Sectioning displays two portions of metallic coiled wire measuring approximately 4 cm in length x 0.1 cm in diameter and 3 cm in length x 0.2 cm in diameter. The wire extends into the myometrium. On (B)(6) 2016, CT abdomen and pelvis: tiny hypodense focus is seen medially in the right hepatic lobe, similar to prior, most likely cyst or hemangioma. There is a focal fluid collection seen in the midline pelvis, posterior to the bladder. Abnormal fluid collection is seen within the pelvis in the operative bed. Abnormal fluid collection is seen within the pelvis in the operative bed. Change consistent with a pelvic abscess. Previously administered products included for an unreported indication: nuvaring and depo provera. Concurrent conditions included bipolar disorder, sciatica, suicidal ideation, pelvic abscess, food allergy, trouble falling asleep, contact dermatitis, urinary tract infection and toothache. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and medroxyprogesterone acetate (depo provera) for birth control, baclofen, gabapentin since 2014 and hydroxychloroquine since 2012 for fibromyalgia as well as carbamazepine from 2015 to 2016, hydroxychloroquine and nortriptyline since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain even when not menstruating"), back pain ("severe back pain/low back pain"), arthralgia ("severe hip pain / joint pain/hip pain"), menorrhagia ("abnormally heavy menstrual bleeding /abnormal menstruation/ prolonged menstruation/abnormal bleeding (vaginal, menorrhagia"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), rash ("rashes/rashes or skin conditions (type: facial rash),"), allergy to metals ("allergy to nickel/nickel allergy,"), fibromyalgia ("fibromyalgia/autoimmune disorder (type of disorder: fibromyalgia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and was found to have weight increased ("weight gain/weight gain / loss"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced trigeminal neuralgia ("neurological conditions or problems (type: trigeminal neuralgia"). In 2015, the patient experienced systemic lupus erythematosus ("lupus"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) (type: urinary tract infection),"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("abnormally severe menstrual pain"), myalgia ("severe muscle pain"), connective tissue disorder ("connective tissue"), bone pain ("bone pain"), uterine pain ("uterine pain"), pain ("general body aches"), dizziness ("dizziness"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), abdominal distension ("severe bloating"), photophobia ("photophobia"), vaginal discharge ("vaginal discharge"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue"), the first episode of depression ("anxiety/psychological or psychiatric problems (condition: depression/anxiety),"), food allergy ("sudden food allergies"), the second episode of depression ("psychological or psychiatric problems (condition: depression/anxiety),") and anxiety ("psychological or psychiatric problems-condition: depression/anxiety") and was found to have weight decreased ("weight loss/weight gain / loss"). The patient was treated with antibiotics, antihistamines, carbamazepine (tegretol), hydrocortisone, indometacin (indocin) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fibromyalgia and trigeminal neuralgia was resolving, the uterine haemorrhage, rash and anxiety outcome was unknown, the dysmenorrhoea, abdominal pain lower, back pain, arthralgia, myalgia, connective tissue disorder, bone pain, uterine pain, menorrhagia, pain, dizziness, feeling abnormal, hypoaesthesia, abdominal distension, photophobia, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased, weight decreased, allergy to metals, food allergy and systemic lupus erythematosus had resolved and the vaginal haemorrhage, urinary tract infection, the last episode of depression and tooth disorder had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bone pain, connective tissue disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, food allergy, hypoaesthesia, menorrhagia, myalgia, pain, pelvic pain, photophobia, pruritus, rash, systemic lupus erythematosus, tooth disorder, trigeminal neuralgia, urinary tract infection, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. Content of the communications: liquid had pooled at the bottom of pelvis post-removal which led to hospitalization, a drainage procedure, and placement on antibiotics. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: full occlusion of fallopian tubes; on (B)(6) 2011: results: full occlusion of fallopian tubes. Concerning injuries reported in this case the following one/ones were described in patient medical records abnormal uterine bleeding. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿trigeminal neuralgia, major depression, fibromyalgia . Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Events: anxiety added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain severe pelvic pain) in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) intervention required, dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain even when not menstruating"),back pain ("severe back pain"), arthralgia ("severe hip pain / joint pain"), myalgia ("severe muscle pain"), connective tissue (connective tissue disorder), bone pain, uterine pain, abnormally heavy menstrual bleeding /abnormal menstruation/ prolonged menstruation (menorrhagia), general body aches (pain), dizziness, brain fog (feeling abnormal), numbness, severe bloating (abdominal distension), photophobia, vaginal discharge, painful intercourse (dyspareunia), rashes, itching (pruritus), hair loss (alopecia), chronic fatigue (fatigue), weight gain (weight increased), weight loss (weight decreased), allergy to nickel (allergy to metals), anxiety, sudden food allergies (food allergy). In 2012, fibromyalgia and lupus in 2015. Essure treatment was not changed. The outcome of events pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, myalgia, connective tissue, bone pain, uterine pain, abnormally heavy menstrual bleeding /abnormal menstruation (menstrual disorder), prolonged menstruation, general body aches (pain), dizziness, brain fog, numbness, severe bloating, photophobia, vaginal discharge, painful intercourse (dyspareunia), rashes, itching (pruritus), hair loss (alopecia), chronic fatigue (fatigue), weight gain (weight increased), weight loss (weight decreased), allergy to nickel (allergy to metals), anxiety, sudden food allergies (food allergy),fibromyalgia and lupus was resolved. The reporter considered pelvic pain, dysmenorrhoea, abdominal pain lower,back pain, abnormally heavy menstrual bleeding /abnormal menstruation (menstrual disorder), prolonged menstruation (menorrhagia), general body aches (pain), severe bloating (abdominal distension), vaginal discharge, painful intercourse (dyspareunia), rashes, itching (pruritus), allergy to nickel (allergy to metals) to be related to essure.. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.